Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: in the middle of a procedure, while performing an adenoidectomy smoke was observed through the operation. When cleaning the device, it was discovered that the housing is slightly melted at the end of the blade and the wire broke. Analysis conclusion: complaint confirmed: the adenoid tip electrode wire is fractured and detached from the plastic housing. There is > 33% of the ¿wire square¿ that is exposed, and the electrode wire has minimal support from the housing with excessive deformation in the ventral to dorsal direction during application which fails to meet the acceptable damage requirements. The complaint could not be recreated for the smoking issue due to the damage to the electrode wire and the plastic housing which renders the device inoperable for functional inspection. Note: the returned adenoid tip is from the new design. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, while staff were cleaning the plasmablade device, they reported the housing melted and the wire fractured. Staff also observed smoke throughout the case. It is unknown if the smoke was coming from the device or generator. There was no patient impact reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, while staff were cleaning the plasmablade device, they reported the housing melted and the wire fractured. Staff also observed smoke throughout the case. It is unknown if the smoke was coming from the device or generator. There was no patient impact reported.